Event description:
IT WAS REPORTED THAT, IN THE ENDOPROTHESENREGISTER JOINT REGISTRY (EPRD) FROM GERMANY, A TOTAL OF SIXTY-FOUR (64) HIPS UNDERWENT REVISION THA PROCEDURES BETWEEN 01-APR-2018 AND 31-JAN-2024, USING REDAPT ACCESSORY OF THE ACETABULAR COMPONENT. FROM THESE, ELEVEN (11) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) HIPS DUE TO INFECTION, THREE (3) HIPS DUE TO RECURRENT DISLOCATION, ONE (1) HIP DUE TO WEAR AND TWO (2) HIPS DUE TO OTHER-UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 01-APR-2018 AND 31-JAN-2024 IN GERMANY.

Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025) SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE ENDOPROTHESENREGISTER JOINT REGISTRY (EPRD) FROM GERMANY, A TOTAL OF SIXTY-FOUR (64) HIPS UNDERWENT REVISION THA PROCEDURES BETWEEN 01-APR-2018 AND 31-JAN-2024, USING REDAPT ACCESSORY OF THE ACETABULAR COMPONENT. FROM THESE, ELEVEN (11) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) HIPS DUE TO INFECTION, THREE (3) HIPS DUE TO RECURRENT DISLOCATION, ONE (1) HIP DUE TO WEAR AND TWO (2) HIPS DUE TO OTHER-UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 01-APR-2018 AND 31-JAN-2024 IN GERMANY. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE REDAPT ACCESSORY OF THE ACETABULAR COMPONENT PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND RISK REDUCTION MEASURES INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF SIXTY-FOUR (64) REVISION THA PROCEDURES WITH REDAPT ACCESSORY OF THE ACETABULAR COMPONENT HAVE BEEN PERFORMED IN GERMANY BETWEEN 01-APR-2018 AND 31-JAN-2024. THE CUMULATIVE RE-REVISION RATES FOR THESE COMPONENTS ARE COMPARABLE TO OTHER THA PRODUCTS (REFERRED TO AS THE CLASS BELOW) OUT TO 5 YEARS AS DETERMINED BY OVERLAPPING CONFIDENCE INTERVALS. THESE MAY BE PARTIALLY ACCOUNTED FOR BY THE VERY LOW VOLUME OF IMPLANTATIONS, LEADING TO LARGE CONFIDENCE INTERVALS. THE FOLLOWING CUMULATIVE RE-REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: O AT 1ST POSTOPERATIVE YEAR: 18.3% (7.8%-27.5%) VS 11.3% (11.0%-11.5%) OF THE CLASS. O AT 2ND POSTOPERATIVE YEAR: 18.3% (7.8%-27.5%) VS 13.2% (13.0%-13.5%) OF THE CLASS. O AT 3RD POSTOPERATIVE YEAR: 18.3% (7.8%-27.5%) VS 14.5% (14.2%-14.7%) OF THE CLASS. O AT 4TH POSTOPERATIVE YEAR: 18.3% (7.8%-27.5%) VS 15.4% (15.1%-15.7%) OF THE CLASS. O AT 5TH POSTOPERATIVE YEAR: 18.3% (0.0%-32.9%) VS 16.3% (15.9%-16.6%) OF THE CLASS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN REVISION JOINT REPLACEMENT PROCEDURES: 1. REVISION THA PROCEDURES: - REDAPT ACCESSORY ACETABULAR COMPONENTS (INCLUDE HOLE COVER, AUGMENTS AND SCREWS): IMPLANTED IN SIXTY-FOUR (64) HIPS BETWEEN 01-APR-2018 AND 31-JAN-2024. FROM THESE, ELEVEN (11) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) HIPS DUE TO INFECTION, THREE (3) HIPS DUE TO RECURRENT DISLOCATION, ONE (1) HIP DUE TO WEAR AND TWO (2) HIPS DUE TO OTHER-UNKNOWN REASONS.

Manufacturer narrative:
CORRECTED DATA: B5 (EVENT NARRATIVE), D1 (BRAND NAME: BLANK), H6 (MEDICAL DEVICE PROBLEM CODE), H11 (SUMMARY OF ADVERSE EVENTS SECTION OF MANUFACTURER'S NARRATIVE). H11: THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER (B)(4), COMMUNICATED ON JULY 1, 2025. AS A RESULT, REPORT 1020279-2025-00950 INCORPORATES ALL THE REAL WORD DATA SHARING THE FOLLOWING BUNDLING CRITERIA: REGISTRATION NUMBER: 1020279, DATA SOURCE: ENDOPROTHESENREGISTER JOINT REGISTRY (EPRD), REPORT TYPE: SERIOUS INJURY, PRODUCT CLASSIFICATION CODE: LPH. NO NEW COMPLAINTS HAVE BEEN ADDED SINCE THE PREVIOUS SUBMISSION ON MAY 26, 2025. EXCEPT FOR THE CORRECTED FIELDS NOTED ABOVE UNDER 'CORRECTED DATA,' THE INFORMATION PROVIDED IN THE REQUIRED FIELDS OF THE PRIOR 3500A FORM SUBMITTED ON MAY 26, 2025 REMAINS UNCHANGED. REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025) SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN REVISION JOINT REPLACEMENT PROCEDURES: 1. REVISION THA PROCEDURES: - REDAPT ACCESSORY ACETABULAR COMPONENTS (INCLUDE HOLE COVER, AUGMENTS AND SCREWS): IMPLANTED IN SIXTY-FOUR (64) HIPS BETWEEN 01-APR-2018 AND 31-JAN-2024. FROM THESE, ELEVEN (11) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) HIPS DUE TO INFECTION, THREE (3) HIPS DUE TO RECURRENT DISLOCATION, ONE (1) HIP DUE TO WEAR AND TWO (2) HIPS DUE TO OTHER-UNKNOWN REASONS. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE REDAPT REVISION ACETABULAR SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL THEIR THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. EPRD REPORTS THAT FOR THE REDAPT ACCESSORY ACETABULAR COMPONENTS (INCLUDING HOLE COVER, AUGMENTS AND SCREWS) CUMULATIVE RE-REVISION RATES COMPARABLE TO OTHER THA PRODUCTS DURING 5 YEARS OF FOLLOW-UP AS DETERMINED BY OVERLAPPING CONFIDENCE INTERVALS. THESE MAY BE PARTIALLY ACCOUNTED FOR BY THE VERY LOW VOLUME OF IMPLANTATIONS (N=64) COMPARED TO THE CLASS (N=71,112), LEADING TO LARGE CONFIDENCE INTERVALS. SPECIFIC ANALYSIS IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Manufacturer narrative:
CORRECTED DATA: A2 (AGE AT THE TIME OF EVENT CORRECTED FROM 71 TO 81 YEARS), B5 (EVENT NARRATIVE), H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 450), H6 (ADDITIONAL CODES ADDED FOR ¿HEALTH EFFECT - CLINICAL CODE¿ AND ¿MEDICAL DEVICE PROBLEM CODE¿ PERTAINING TO THE ADDITIONAL EVENTS INCORPORATED TO THIS 3500A FORM SUBMISSION). H11: THE SUBMISSION CONSOLIDATES PREVIOUSLY REPORTED CASES AND NEW CASES INTO A SINGLE DATASET PER FDA¿S RWD2300584 EXEMPTION GUIDANCE. OF THE (B)(4) SUMMARIZED EVENTS, 11 WERE INCLUDED IN PRIOR QUARTERLY SUBMISSIONS FOR THE SAME REGISTRY AND ARE RE LISTED HERE FOR COMPLETENESS AND ALIGNMENT. NO ADDITIONAL CASE LEVEL INFORMATION BEYOND WHAT WAS ALREADY PROVIDED IS AVAILABLE FOR THOSE 11 EVENTS. A TOTAL OF (B)(4) NEW EVENTS WERE PROVIDED DURING THIS QUARTER, THEREFORE, A TOTAL OF (B)(4) REVISION PROCEDURES ARE SUMMARIZED IN THIS SUBMISSION. SPECIFIC ANALYSIS FOR EACH SUBJECT DEVICE IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE.

Event description:
BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN TOTAL HIP ARTHROPLASTY (THA): 1. PRIMARY TOTAL HIP ARTHROPLASTY (THA): - METALLIC FEMORAL HEAD (STAINLESS STEEL OR COCR): A TOTAL OF FIVE THOUSAND FIVE HUNDRED AND NINETY-TWO (5,592) HIPS UNDERWENT PRIMARY HIP PROCEDURES BETWEEN 01-JUN-2015 AND 31-MAR-2025 IN WHICH A METALLIC FEMORAL HEAD (STAINLESS STEEL OR COCR) WAS IMPLANTED. OF THESE, TWO HUNDRED AND EIGHTY (280) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: SIXTY-EIGHT (68) HIPS DUE TO INFECTION, FORTY-FIVE (45) HIPS DUE TO DISLOCATION/INSTABILITY, THIRTY-SIX (36) HIPS DUE TO PERIPROSTHETIC FRACTURE, TWO (2) HIPS DUE TO MALALIGNMENT, TWELVE (12) HIPS DUE TO ASEPTIC LOOSENING, TWO (2) HIPS DUE TO WEAR, AND A HUNDRED FIFTEEN (115) HIPS DUE TO OTHER/UNKNOWN REASONS. 2. REVISION TOTAL HIP ARTHROPLASTY (THA): - REDAPT ACCESSORY ACETABULAR COMPONENTS (INCLUDING HOLE COVER, AUGMENTS AND SCREWS): IMPLANTED IN SIXTY-FOUR (64) HIPS BETWEEN 01-APR-2018 AND 31-JAN-2024. FROM THESE, ELEVEN (11) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) HIPS DUE TO INFECTION, THREE (3) HIPS DUE TO RECURRENT DISLOCATION, ONE (1) HIP DUE TO WEAR AND TWO (2) HIPS DUE TO OTHER-UNKNOWN REASONS. - METALLIC FEMORAL HEAD (STAINLESS STEEL OR COCR): A TOTAL OF EIGHT HUNDRED AND TWENTY (820) HIPS UNDERWENT REVISION HIP PROCEDURES BETWEEN 01-MAR-2017 AND 31-MAR-2025 IN WHICH A METALLIC FEMORAL HEAD (STAINLESS STEEL OR COCR) WAS IMPLANTED. OF THESE, ONE HUNDRED AND FIFTY-NINE (159) HIPS REQUIRED RE-REVISION DUE TO THE FOLLOWING REASONS: EIGHTY FIVE (85) HIPS DUE TO INFECTION, THIRTY (30) HIPS DUE TO DISLOCATION/INSTABILITY, FOUR (4) HIPS DUE TO PERI PROSTHETIC FRACTURE, FOURTEEN (14) HIPS DUE TO ASEPTIC LOOSENING, AND TWENTY SIX (26) HIPS DUE TO OTHER/UNKNOWN REASONS. ALTOGETHER, A TOTAL QUANTITY OF 280 REVISIONS AND 170 RE-REVISIONS (450 EVENTS IN TOTAL) HAVE BEEN REPORTED IN THE ENDOPROTHESENREGISTER (EPRD)FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00267443-1-L1,,5/26/2025,5/7/2025,REDAPT Revision Acetabular System,REDAPT Accessory Acetabular component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA procedures between 01-Apr-2018 and 31-Jan-2024, using REDAPT Accessory of the Acetabular component. From these, one (1) patient required a re-revision surgery duo to infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA procedures between 01-Apr-2018 and 31-Jan-2024, using REDAPT Accessory Acetabular Components (include hole cover, augments and screws). From these, eleven (11) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to wear and two (2) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2018 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Revision Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of sixty-four (64) revision THA procedures with REDAPT Accessory Acetabular Components (include hole cover, augments and screws) have been performed in Germany between 01-Apr-2018 and 31-Jan-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) out to 5 years as determined by overlapping confidence intervals. These may be partially accounted for by the very low volume of implantations, leading to large confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 18.3% (7.8%-27.5%) vs 11.3% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 18.3% (7.8%-27.5%) vs 13.2% (13.0%-13.5%) of the class.;o At 3rd postoperative year: 18.3% (7.8%-27.5%) vs 14.5% (14.2%-14.7%) of the class.;o At 4th postoperative year: 18.3% (7.8%-27.5%) vs 15.4% (15.1%-15.7%) of the class.;o At 5th postoperative year: 18.3% (0.0%-32.9%) vs 16.3% (15.9%-16.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00267443-1-L2,,5/26/2025,5/7/2025,REDAPT Revision Acetabular System,REDAPT Accessory Acetabular component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA procedures between 01-Apr-2018 and 31-Jan-2024, using REDAPT Accessory of the Acetabular component. From these, one (1) patient required a re-revision surgery duo to infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA procedures between 01-Apr-2018 and 31-Jan-2024, using REDAPT Accessory Acetabular Components (include hole cover, augments and screws). From these, eleven (11) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to wear and two (2) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2018 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Revision Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of sixty-four (64) revision THA procedures with REDAPT Accessory Acetabular Components (include hole cover, augments and screws) have been performed in Germany between 01-Apr-2018 and 31-Jan-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) out to 5 years as determined by overlapping confidence intervals. These may be partially accounted for by the very low volume of implantations, leading to large confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 18.3% (7.8%-27.5%) vs 11.3% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 18.3% (7.8%-27.5%) vs 13.2% (13.0%-13.5%) of the class.;o At 3rd postoperative year: 18.3% (7.8%-27.5%) vs 14.5% (14.2%-14.7%) of the class.;o At 4th postoperative year: 18.3% (7.8%-27.5%) vs 15.4% (15.1%-15.7%) of the class.;o At 5th postoperative year: 18.3% (0.0%-32.9%) vs 16.3% (15.9%-16.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00267443-1-L3,,5/26/2025,5/7/2025,REDAPT Revision Acetabular System,REDAPT Accessory Acetabular component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA procedures between 01-Apr-2018 and 31-Jan-2024, using REDAPT Accessory of the Acetabular component. From these, one (1) patient required a re-revision surgery duo to infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA procedures between 01-Apr-2018 and 31-Jan-2024, using REDAPT Accessory Acetabular Components (include hole cover, augments and screws). From these, eleven (11) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to wear and two (2) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2018 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Revision Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of sixty-four (64) revision THA procedures with REDAPT Accessory Acetabular Components (include hole cover, augments and screws) have been performed in Germany between 01-Apr-2018 and 31-Jan-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) out to 5 years as determined by overlapping confidence intervals. These may be partially accounted for by the very low volume of implantations, leading to large confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 18.3% (7.8%-27.5%) vs 11.3% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 18.3% (7.8%-27.5%) vs 13.2% (13.0%-13.5%) of the class.;o At 3rd postoperative year: 18.3% (7.8%-27.5%) vs 14.5% (14.2%-14.7%) of the class.;o At 4th postoperative year: 18.3% (7.8%-27.5%) vs 15.4% (15.1%-15.7%) of the class.;o At 5th postoperative year: 18.3% (0.0%-32.9%) vs 16.3% (15.9%-16.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00267443-1-L4,,5/26/2025,5/7/2025,REDAPT Revision Acetabular System,REDAPT Accessory Acetabular component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA procedures between 01-Apr-2018 and 31-Jan-2024, using REDAPT Accessory of the Acetabular component. From these, one (1) patient required a re-revision surgery duo to infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA procedures between 01-Apr-2018 and 31-Jan-2024, using REDAPT Accessory Acetabular Components (include hole cover, augments and screws). From these, eleven (11) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to wear and two (2) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2018 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Revision Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of sixty-four (64) revision THA procedures with REDAPT Accessory Acetabular Components (include hole cover, augments and screws) have been performed in Germany between 01-Apr-2018 and 31-Jan-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) out to 5 years as determined by overlapping confidence intervals. These may be partially accounted for by the very low volume of implantations, leading to large confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 18.3% (7.8%-27.5%) vs 11.3% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 18.3% (7.8%-27.5%) vs 13.2% (13.0%-13.5%) of the class.;o At 3rd postoperative year: 18.3% (7.8%-27.5%) vs 14.5% (14.2%-14.7%) of the class.;o At 4th postoperative year: 18.3% (7.8%-27.5%) vs 15.4% (15.1%-15.7%) of the class.;o At 5th postoperative year: 18.3% (0.0%-32.9%) vs 16.3% (15.9%-16.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00267443-1-L5,,5/26/2025,5/7/2025,REDAPT Revision Acetabular System,REDAPT Accessory Acetabular component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA procedures between 01-Apr-2018 and 31-Jan-2024, using REDAPT Accessory of the Acetabular component. From these, one (1) patient required a re-revision surgery duo to infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA procedures between 01-Apr-2018 and 31-Jan-2024, using REDAPT Accessory Acetabular Components (include hole cover, augments and screws). From these, eleven (11) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to wear and two (2) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2018 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Revision Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of sixty-four (64) revision THA procedures with REDAPT Accessory Acetabular Components (include hole cover, augments and screws) have been performed in Germany between 01-Apr-2018 and 31-Jan-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) out to 5 years as determined by overlapping confidence intervals. These may be partially accounted for by the very low volume of implantations, leading to large confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 18.3% (7.8%-27.5%) vs 11.3% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 18.3% (7.8%-27.5%) vs 13.2% (13.0%-13.5%) of the class.;o At 3rd postoperative year: 18.3% (7.8%-27.5%) vs 14.5% (14.2%-14.7%) of the class.;o At 4th postoperative year: 18.3% (7.8%-27.5%) vs 15.4% (15.1%-15.7%) of the class.;o At 5th postoperative year: 18.3% (0.0%-32.9%) vs 16.3% (15.9%-16.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00267443-1-L6,,5/26/2025,5/7/2025,REDAPT Revision Acetabular System,REDAPT Accessory Acetabular component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA procedures between 01-Apr-2018 and 31-Jan-2024, using REDAPT Accessory of the Acetabular component. From these, one (1) patient required a re-revision surgery duo to recurrent dislocation. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA procedures between 01-Apr-2018 and 31-Jan-2024, using REDAPT Accessory Acetabular Components (include hole cover, augments and screws). From these, eleven (11) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to wear and two (2) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2018 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Revision Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of sixty-four (64) revision THA procedures with REDAPT Accessory Acetabular Components (include hole cover, augments and screws) have been performed in Germany between 01-Apr-2018 and 31-Jan-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) out to 5 years as determined by overlapping confidence intervals. These may be partially accounted for by the very low volume of implantations, leading to large confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 18.3% (7.8%-27.5%) vs 11.3% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 18.3% (7.8%-27.5%) vs 13.2% (13.0%-13.5%) of the class.;o At 3rd postoperative year: 18.3% (7.8%-27.5%) vs 14.5% (14.2%-14.7%) of the class.;o At 4th postoperative year: 18.3% (7.8%-27.5%) vs 15.4% (15.1%-15.7%) of the class.;o At 5th postoperative year: 18.3% (0.0%-32.9%) vs 16.3% (15.9%-16.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00267443-1-L7,,5/26/2025,5/7/2025,REDAPT Revision Acetabular System,REDAPT Accessory Acetabular component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA procedures between 01-Apr-2018 and 31-Jan-2024, using REDAPT Accessory of the Acetabular component. From these, one (1) patient required a re-revision surgery duo to recurrent dislocation. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA procedures between 01-Apr-2018 and 31-Jan-2024, using REDAPT Accessory Acetabular Components (include hole cover, augments and screws). From these, eleven (11) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to wear and two (2) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2018 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Revision Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of sixty-four (64) revision THA procedures with REDAPT Accessory Acetabular Components (include hole cover, augments and screws) have been performed in Germany between 01-Apr-2018 and 31-Jan-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) out to 5 years as determined by overlapping confidence intervals. These may be partially accounted for by the very low volume of implantations, leading to large confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 18.3% (7.8%-27.5%) vs 11.3% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 18.3% (7.8%-27.5%) vs 13.2% (13.0%-13.5%) of the class.;o At 3rd postoperative year: 18.3% (7.8%-27.5%) vs 14.5% (14.2%-14.7%) of the class.;o At 4th postoperative year: 18.3% (7.8%-27.5%) vs 15.4% (15.1%-15.7%) of the class.;o At 5th postoperative year: 18.3% (0.0%-32.9%) vs 16.3% (15.9%-16.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00267443-1-L8,,5/26/2025,5/7/2025,REDAPT Revision Acetabular System,REDAPT Accessory Acetabular component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA procedures between 01-Apr-2018 and 31-Jan-2024, using REDAPT Accessory of the Acetabular component. From these, one (1) patient required a re-revision surgery duo to recurrent dislocation. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA procedures between 01-Apr-2018 and 31-Jan-2024, using REDAPT Accessory Acetabular Components (include hole cover, augments and screws). From these, eleven (11) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to wear and two (2) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2018 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Revision Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of sixty-four (64) revision THA procedures with REDAPT Accessory Acetabular Components (include hole cover, augments and screws) have been performed in Germany between 01-Apr-2018 and 31-Jan-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) out to 5 years as determined by overlapping confidence intervals. These may be partially accounted for by the very low volume of implantations, leading to large confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 18.3% (7.8%-27.5%) vs 11.3% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 18.3% (7.8%-27.5%) vs 13.2% (13.0%-13.5%) of the class.;o At 3rd postoperative year: 18.3% (7.8%-27.5%) vs 14.5% (14.2%-14.7%) of the class.;o At 4th postoperative year: 18.3% (7.8%-27.5%) vs 15.4% (15.1%-15.7%) of the class.;o At 5th postoperative year: 18.3% (0.0%-32.9%) vs 16.3% (15.9%-16.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00267443-1-L9,,5/26/2025,5/7/2025,REDAPT Revision Acetabular System,REDAPT Accessory Acetabular component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA procedures between 01-Apr-2018 and 31-Jan-2024, using REDAPT Accessory of the Acetabular component. From these, one (1) patient required a re-revision surgery duo to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA procedures between 01-Apr-2018 and 31-Jan-2024, using REDAPT Accessory Acetabular Components (include hole cover, augments and screws). From these, eleven (11) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to wear and two (2) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2018 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Revision Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of sixty-four (64) revision THA procedures with REDAPT Accessory Acetabular Components (include hole cover, augments and screws) have been performed in Germany between 01-Apr-2018 and 31-Jan-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) out to 5 years as determined by overlapping confidence intervals. These may be partially accounted for by the very low volume of implantations, leading to large confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 18.3% (7.8%-27.5%) vs 11.3% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 18.3% (7.8%-27.5%) vs 13.2% (13.0%-13.5%) of the class.;o At 3rd postoperative year: 18.3% (7.8%-27.5%) vs 14.5% (14.2%-14.7%) of the class.;o At 4th postoperative year: 18.3% (7.8%-27.5%) vs 15.4% (15.1%-15.7%) of the class.;o At 5th postoperative year: 18.3% (0.0%-32.9%) vs 16.3% (15.9%-16.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00267443-1-L10,,5/26/2025,5/7/2025,REDAPT Revision Acetabular System,REDAPT Accessory Acetabular component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA procedures between 01-Apr-2018 and 31-Jan-2024, using REDAPT Accessory of the Acetabular component. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA procedures between 01-Apr-2018 and 31-Jan-2024, using REDAPT Accessory Acetabular Components (include hole cover, augments and screws). From these, eleven (11) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to wear and two (2) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2018 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Revision Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of sixty-four (64) revision THA procedures with REDAPT Accessory Acetabular Components (include hole cover, augments and screws) have been performed in Germany between 01-Apr-2018 and 31-Jan-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) out to 5 years as determined by overlapping confidence intervals. These may be partially accounted for by the very low volume of implantations, leading to large confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 18.3% (7.8%-27.5%) vs 11.3% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 18.3% (7.8%-27.5%) vs 13.2% (13.0%-13.5%) of the class.;o At 3rd postoperative year: 18.3% (7.8%-27.5%) vs 14.5% (14.2%-14.7%) of the class.;o At 4th postoperative year: 18.3% (7.8%-27.5%) vs 15.4% (15.1%-15.7%) of the class.;o At 5th postoperative year: 18.3% (0.0%-32.9%) vs 16.3% (15.9%-16.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00267443-1-L11,,5/26/2025,5/7/2025,REDAPT Revision Acetabular System,REDAPT Accessory Acetabular component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA procedures between 01-Apr-2018 and 31-Jan-2024, using REDAPT Accessory of the Acetabular component. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA procedures between 01-Apr-2018 and 31-Jan-2024, using REDAPT Accessory Acetabular Components (include hole cover, augments and screws). From these, eleven (11) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to wear and two (2) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2018 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Revision Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of sixty-four (64) revision THA procedures with REDAPT Accessory Acetabular Components (include hole cover, augments and screws) have been performed in Germany between 01-Apr-2018 and 31-Jan-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) out to 5 years as determined by overlapping confidence intervals. These may be partially accounted for by the very low volume of implantations, leading to large confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 18.3% (7.8%-27.5%) vs 11.3% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 18.3% (7.8%-27.5%) vs 13.2% (13.0%-13.5%) of the class.;o At 3rd postoperative year: 18.3% (7.8%-27.5%) vs 14.5% (14.2%-14.7%) of the class.;o At 4th postoperative year: 18.3% (7.8%-27.5%) vs 15.4% (15.1%-15.7%) of the class.;o At 5th postoperative year: 18.3% (0.0%-32.9%) vs 16.3% (15.9%-16.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L1,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L2,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L3,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L4,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L5,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L6,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L7,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L8,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L9,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L10,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L11,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L12,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L13,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L14,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L15,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L16,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L17,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L18,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L19,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L20,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L21,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L22,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L23,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L24,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L25,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L26,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L27,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L28,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L29,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L30,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L31,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L32,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L33,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L34,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L35,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L36,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L37,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L38,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L39,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L40,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L41,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L42,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L43,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L44,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L45,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L46,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L47,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L48,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L49,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L50,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L51,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L52,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L53,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L54,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L55,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L56,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L57,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L58,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L59,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L60,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L61,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L62,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L63,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L64,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L65,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L66,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L67,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L68,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L69,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L70,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L71,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L72,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L73,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L74,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L75,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L76,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L77,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L78,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L79,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L80,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L81,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L82,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L83,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L84,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L85,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L86,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L87,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L88,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L89,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L90,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L91,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L92,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L93,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L94,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L95,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L96,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L97,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L98,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L99,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L100,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L101,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L102,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L103,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L104,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L105,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L106,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L107,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L108,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L109,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L110,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L111,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L112,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L113,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L114,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L115,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L116,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L117,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L118,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L119,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L120,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L121,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L122,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L123,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L124,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L125,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L126,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L127,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L128,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L129,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L130,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L131,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L132,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L133,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L134,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L135,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L136,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L137,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L138,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L139,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L140,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L141,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L142,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L143,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L144,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L145,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L146,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L147,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L148,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L149,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L150,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to malalignment.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L151,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to malalignment.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L152,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L153,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L154,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L155,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L156,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L157,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L158,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L159,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L160,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L161,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L162,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L163,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L164,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L165,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L166,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L167,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L168,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L169,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L170,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L171,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L172,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L173,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L174,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L175,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L176,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L177,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L178,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L179,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L180,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L181,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L182,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L183,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L184,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L185,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L186,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L187,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L188,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L189,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L190,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L191,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L192,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L193,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L194,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L195,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L196,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L197,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L198,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L199,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L200,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L201,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L202,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L203,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L204,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L205,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L206,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L207,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L208,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L209,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L210,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L211,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L212,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L213,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L214,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L215,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L216,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L217,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L218,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L219,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L220,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L221,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L222,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L223,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L224,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L225,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L226,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L227,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L228,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L229,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L230,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L231,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L232,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L233,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L234,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L235,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L236,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L237,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L238,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L239,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L240,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L241,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L242,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L243,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L244,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L245,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L246,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L247,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L248,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L249,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L250,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L251,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L252,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L253,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L254,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L255,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L256,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L257,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L258,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L259,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L260,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L261,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L262,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L263,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L264,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L265,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L266,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L267,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L268,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L269,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L270,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L271,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L272,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L273,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L274,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L275,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L276,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L277,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L278,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L279,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313277-1-L280,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K963509,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of five thousand five hundred and ninety-two (5,592) hips underwent primary hip procedures between 01-Jun-2015 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, two hundred and eighty (280) hips were later revised due to the following reasons: sixty?eight (68) hips due to infection, forty?five (45) hips due to dislocation/instability, thirty?six (36) hips due to periprosthetic fracture, two (2) hips due to malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear, and a hundred fifteen (115) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2015 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total two hundred and eighty (280) hips underwent primary hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Jun-2015 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with Uncemented stems, Elective THA with Cemented Stems, THA for Patellofemoral Fracture(s) and Hemiarthroplasty. The Metallic Femoral Heads are performing in line with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Uncemented Stems (Metallic Femoral Heads used in 573 hips vs 521,936 procedures listed for the class);- At 1st postoperative year: 4.1% (2.4%¿5.7%) vs 2.8% (2.7%¿2.8%) of the class.;- At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.2% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.1% (3.2%¿6.9%) vs 3.4% (3.3%¿3.4%) of the class.;- At 4th postoperative year: 5.1% (3.2%¿6.9%) vs 3.6% (3.5%¿3.6%) of the class.;- At 5th postoperative year: 5.1% (3.2%¿6.9%) vs 3.8% (3.7%¿3.8%) of the class.;- At 7th postoperative year: 6.3% (3.2%¿9.4%) vs 4.1% (4.1%¿4.2%) of the class.;- At 9th postoperative year: 6.3% (3.2%¿9.4%) vs 4.6% (4.5%¿4.6%) of the class.;2. Elective THA with Cemented Stems (Metallic Femoral Heads used in 914 hips vs 141,549 procedures listed for the class);- At 1st postoperative year: 2.8% (1.7%¿3.9%) vs 2.4% (2.4%¿2.5%) of the class.;- At 2nd postoperative year: 3.3% (2.1%¿4.5%) vs 2.8% (2.7%¿2.9%) of the class.;- At 3rd postoperative year: 3.5% (2.2%¿4.7%) vs 3.0% (2.9%¿3.1%) of the class.;- At 4th postoperative year: 3.7% (2.4%¿4.9%) vs 3.2% (3.1%¿3.3%) of the class.;- At 5th postoperative year: 4.5% (2.9%¿6.0%) vs 3.4% (3.3%¿3.6%) of the class.;- At 7th postoperative year: 5.4% (2.9%¿7.9%) vs 3.9% (3.8%¿4.0%) of the class.;3.THA for Patellofemoral Fracture(s) (Metallic Femoral Heads used in 485 hips vs 42,565 procedures listed for the class);- At 1st postoperative year: 8.5% (5.8%¿11.0%) vs 6.0% (5.8%¿6.3%) of the class. ;- At 2nd postoperative year: 9.2% (6.4%¿11.8%) vs 6.6% (6.3%¿6.8%) of the class. ;- At 3rd postoperative year: 9.2% (6.4%¿11.8%) vs 7.0% (6.7%¿7.2%) of the class. ;- At 4th postoperative year: 9.2% (6.4%¿11.8%) vs 7.3% (7.0%¿7.6%) of the class. ;- At 5th postoperative year: 9.9% (6.8%¿12.9%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.9% (6.8%¿12.9%) vs 8.2% (7.9%¿8.6%) of the class.;4. Hemiarthroplasty (Metallic Femoral Heads used in 3620 hips vs 89,345 procedures listed for the class);- At 1st postoperative year: 5.1% (4.3%¿5.8%) vs 4.6% (4.4%¿4.7%) of the class.;- At 2nd postoperative year: 5.2% (4.4%¿6.0%) vs 4.8% (4.7%¿5.0%) of the class.;- At 3rd postoperative year: 5.5% (4.6%¿6.3%) vs 5.0% (4.8%¿5.2%) of the class.;- At 4th postoperative year: 5.9% (4.9%¿6.8%) vs 5.2% (5.0%¿5.3%) of the class.;- At 5th postoperative year: 6.0% (5.0%¿7.0%) vs 5.3% (5.1%¿5.5%) of the class.;- At 7th postoperative year: 6.5% (5.3%¿7.8%) vs 5.6% (5.4%¿5.9%) of the class.;The three most frequent causes of revision were: infections (24.3%), dislocation/instability (16.1%) and other/unknown reasons (41%). Revision due to infection is most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, these Metallic Femoral Heads accounted for 5,592 implantations out of the 795,395 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L1,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L2,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L3,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L4,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L5,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L6,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L7,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L8,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L9,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L10,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L11,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L12,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L13,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L14,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L15,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L16,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L17,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L18,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L19,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L20,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L21,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L22,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L23,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L24,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L25,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L26,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L27,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L28,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L29,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L30,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L31,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L32,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L33,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L34,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L35,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L36,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L37,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L38,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L39,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L40,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L41,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L42,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L43,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L44,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L45,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L46,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L47,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L48,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L49,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L50,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L51,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L52,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L53,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L54,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L55,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L56,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L57,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L58,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L59,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L60,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L61,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L62,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L63,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L64,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L65,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L66,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L67,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L68,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L69,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L70,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L71,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L72,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L73,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L74,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L75,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L76,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L77,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L78,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L79,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L80,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L81,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L82,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L83,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L84,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L85,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L86,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L87,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L88,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L89,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L90,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L91,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L92,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L93,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L94,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L95,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L96,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L97,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L98,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L99,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L100,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L101,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L102,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L103,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L104,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L105,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L106,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L107,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L108,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L109,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L110,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L111,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L112,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L113,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L114,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L115,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L116,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to peri-prosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L117,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to peri-prosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L118,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to peri-prosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L119,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to peri-prosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L120,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L121,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L122,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L123,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L124,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L125,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L126,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L127,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L128,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L129,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L130,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L131,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L132,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L133,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L134,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L135,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L136,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L137,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L138,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L139,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L140,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L141,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L142,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L143,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L144,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L145,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L146,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L147,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L148,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L149,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L150,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L151,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L152,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L153,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L154,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L155,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L156,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L157,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L158,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312653-1-L159,,4/30/2026,2/10/2026,Metallic Femoral Head,Metallic Femoral Head,,,,,,K211176,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures procedures between 01-Mar-2017 and 31-Mar-2025, using Metallic Femoral Head (Stainless Steel or CoCr). From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) hips underwent revision hip procedures between 01-Mar-2017 and 31-Mar-2025 in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted. Of these, one hundred and fifty-nine (159) hips required re-revision due to the following reasons: eighty five (85) hips due to infection, thirty (30) hips due to dislocation/instability, four (4) hips due to peri prosthetic fracture, fourteen (14) hips due to aseptic loosening, and twenty six (26) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Mar-2017 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Metallic Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) hips underwent revision hip procedures in which a Metallic Femoral Head (Stainless Steel or CoCr) was implanted in Germany between 01-Mar-2017 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;Aseptic Hip Revisions:;- At 1st postoperative year: 11.6% (8.9%¿14.3%) vs 10.2% (9.9%¿10.4%) of the class;- At 2nd postoperative year: 13.0% (10.1%¿15.9%) vs 12.1% (11.9%¿12.4%) of the class;- At 3rd postoperative year: 14.0% (10.9%¿16.9%) vs 13.4% (13.1%¿13.7%) of the class;- At 4th postoperative year: 14.0% (10.9%¿16.9%) vs 14.4% (14.1%¿14.7%) of the class;- At 5th postoperative year: 14.4% (11.2%¿17.5%) vs 15.2% (14.9%¿15.5%) of the class;- At 7th postoperative year: 19.4% (10.2%¿27.7%) vs 16.7% (16.4%¿17.1%) of the class;Septic Hip Revisions:;- At 1st postoperative year: 35.2% (28.6%¿41.2%) vs 27.6% (26.9%¿28.2%) of the class;- At 2nd postoperative year: 35.8% (29.2%¿41.8%) vs 29.6% (29.0%¿30.3%) of the class;- At 3rd postoperative year: 36.6% (29.8%¿42.7%) vs 30.8% (30.1%¿31.5%) of the class;- At 4th postoperative year: 36.6% (29.8%¿42.7%) vs 31.8% (31.1%¿32.5%) of the class;- At 5th postoperative year: 36.6% (29.8%¿42.7%) vs 32.6% (31.9%¿33.3%) of the class;- At 7th postoperative year: 52.5% (15.5%¿73.2%) vs 33.8% (33.0%¿34.6%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistically significant difference between the Metallic Femoral Head and the hip revision procedures class for aseptic and septic hip revisions, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Although the point estimates for the Metallic Femoral Head are numerically higher than the class at several time points, the overlap of confidence intervals indicates that these differences cannot be considered statistically significant.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;